Manufacturer narrative:
(B)(4). Additional information: correction: changed product code field from ple60a to pse60a. Also, changed the device batch number field to l5521e to fit the updated product code. The analysis found that one pse60a device was returned in good visual condition and with two ecr60t cartridge reloads present. Cartridge (a) ecr60t, l5599d was received fully fired and in good visual conditions. Cartridge (b) ecr60t, l5599d was received with the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Device was conforming, fired properly and properly formed staples. One of the black reloads shows signs consistent with dops. It had a damaged sled, broken drivers, and a sheared cartridge body. The other reload did not show signs of any damage. One cartridge can be confirmed as damaged once piece sled (dops), which can result in malformed staples. The second cartridge could not be confirmed to have any issue, as well as the device was conforming and was able to meet all function tests including the properly formed b-shaped staples in a test film.

Event description:
It was reported that during a sleeve procedure, the first firing with black cartridge, the device staples on the remnant side but not on the patient side. The device was loaded for the second time and the same thing occurred. The patient was on the table when the rep called. No further information at this time due to the procedure not being completed at the time of the call.

Manufacturer narrative:
(B)(4). Additional information: additional information received from maude event report # (B)(4): during robotic assisted laparoscopic sleeve gastrectomy, when the gastric sleeve was being stapled to the pylorus, surgeon noticed that the staples were not completely formed in the b configuration. The staples were removed and a new stapler with new lot number cartridges were used to perform the stapling. At the end of the procedure, the pt was noted to be in stable condition. The patient was a female with a bmi of (B)(6).

Manufacturer narrative:
(B)(4). Photographic conclusion: based on the photo evidence of the subject ple60a with ecr60t cartridges, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.